Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes were not separating properly.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. In general, poor barrier separation complaints are not confirmed during investigation. Of the (B)(4) complaints for poor barrier separation in fy17, only 39 were confirmed ((B)(4)). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were not tested/evaluated as a previously investigated complaint (pic) was used. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd acknowledges that the customer has had an issue with the attached incident lot(s). Based on the severity and occurrence of the reported condition there will be no further actions. In general, poor barrier separation complaints are not confirmed during investigation. Of the 181 complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances. Device evaluated by MFR.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes were not separating properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes were not separating properly.